Event description:
It was reported that a user experienced a failed continuous glucose monitor (cgm) sensor while using the ilet system, resulting in loss of glucose data display indicated by three dashes and a reported blood glucose of 340 mg/dl. The user did not start a new sensor, and the agent provided education on entering blood glucose manually and transferred the call to a partner organization. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education without hospitalization. Investigation included technical support review and user guidance on manual bg entry and sensor workflow. Investigation of this case revealed a cgm sensor failure consistent with an expired or failed dexcom g7 sensor leading to data unavailability to the ilet, with no ilet hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling and sensor failure.

Manufacturer narrative:
Initial.